Manufacturer narrative:
H.6. Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection, a layer of gel like foreign matter was observed on the roof of the syringe; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. The foreign matter was sent for ftir testing and the results showed that the spectrum did not match any of the compounds available in the library. After reviewing the entire manufacturing process for syringes, there is only gel like silicon used in manufacturing. However, the sample returned with gel like foreign matter is not match with silicon in the library. The foreign matter could have been transferred from the environment during product handling. Based on the investigation, the root cause cannot be established. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll experienced foreign matter in the device cannula/needle/syringe or any fluid path component. The product defect was noted prior to use. The following information was provided by the initial reporter: foreign matter in syringe.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 3ml ll experienced foreign matter in the device cannula/needle/syringe or any fluid path component. The product defect was noted prior to use. The following information was provided by the initial reporter: foreign matter in syringe.